Event description:
This is a report of a peritoneal dialysis patient who passed away. The cause of death was unknown. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number is unknown, therefore, a batch review was not performed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.